Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. To resolve the 1 event, the pneumatic module was replaced to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model m1170700 critical care ventilator experienced a malfunction of the pressure support ventilation valve preventing mechanical ventilation. The report was received from a single source. The reported event did not involve a patient.